Event description:
A contact was received via (B)(6) from a consumer alleging that he has 13 kids now as a result of the condoms breaking so easily. He also alleges that he was exposed to a sexually transmitted infection one time. In the absence of confirmation, this complaint will be reportable based on the allegation of a product malfunction, with the allegation of contracting an std/sti.